Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified deformation, yellow particles were found on the shell and creases. Cloudiness and voids were observed after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. In addition, it¿s not considered a workmanship since the creases was not received in the original sealed packaging.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "capsular contracture grade iii and IV per ultrasound, grade iii per clinical examination" on left side. Ultrasound identified ¿lobulated and irregular contours." Physician later reported "pain and breast deformity." The device remains implanted.